Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose level was 396 mg/dl. The customer stated the device was exposed to moisture. The customer was showering when the critical pump error went off. They also stated that the insulin pump had a blank display. Troubleshooting was not provided due to caller not having the insulin pump at the moment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.